Event description:
Reportedly, during implantation, the lead was inappropriately connected at first connection attempt and it was suspected that screwing was performed when the lead was not fully inserted. During the second connection attempt, it was not possible to fully insert the lead. Another physician realized that a metallic component inside the df4 connector prevented the full insertion of the lead. This component was repositioned to allow the lead connection to the subject ICD. The ICD was then implanted and the patient will be enrolled in remote monitoring.

Manufacturer narrative:
It should be noted that no information regarding this platinium device were provided; the exact device model, serial number and implantation date are unknown.

Event description:
Reportedly, during implantation, the lead was inappropriately connected at first connection attempt and it was suspected that screwing was performed when the lead was not fully inserted. During the second connection attempt, it was not possible to fully insert the lead. Another physician realized that a metallic component inside the df4 connector prevented the full insertion of the lead. This component was repositioned to allow the lead connection to the subject ICD. The ICD was then implanted and the patient will be enrolled in remote monitoring.